Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was giving a low battery reading when a new battery was inserted. Battery used was an energizer battery with an expiration date of 3/2018. When the device alerted low battery the device did not alarm or vibrate. Customer's blood glucose was 150 mg/dl. Customer stated when the alarm occurred it showed 0 bars. Battery did not last one week. Customer does not wear the sensor. Customer was advised to revert to back up plan. No further information reported.